Event description:
It was reported that the patient presented in clinic for a routine follow up. During interrogation, the pulse generator exhibited an inappropriate rate increase. The device was reprogrammed which resolved the issue.